Event description:
Four each of baxter pressure transducer kits would not prime correctly. Would prime to just past transducer mechanism and would not prime any further. Product replaced. No pt injury. Four to be returned to baxter for inspection.